Event description:
Account reported on (B)(6) 2015 during a field service preventive maintenance visit that a patient had vertical gas breakthrough the day before. Account reported that flap was lifted and patient treated. Patient presented 1 day post op with loss of 2 lines of best corrected visual acuity (bcva) in right eye. Right pre-op bcva 20/20-2, post op day 1 right eye bcva 20/30.

Manufacturer narrative:
Information was provided by the manufacturer. (B)(6). Field service specialist reported that the system passed the gel test at different depths (test at 110, 200, 300, 400 microns) and system was fully operational to amo specifications. Applications support manager contacted account however, complaint reporter would not give any further information. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: an additional results code of 120 ''electrical problem'' has been added to the replacement of a power supply due to a noise in the servo drivers that was found during preventive maintenance. Also additional conclusion code of 63 ''device repaired and returned'' was added to capture that system was repaired and returned to the customer. Additional information: a review of the records related to this equipment shows no failure detected. The star operator manual was reviewed and found the equipment labeling provides adequate warnings and possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.